Manufacturer narrative:
A2b, a3, & a4b: on the initial report 'ni' was inadvertently entered, rather than 'asku'. These fields have been updated. D10b: on the initial reporter, this field was inadvertently left blank. The correct information has been provided. Investigation/evaluation: a review of the dimensional verification, complaint history, device history record, drawing, quality control, specifications, trends, functional test and a visual inspection of the returned device were conducted during the investigation. This device is supplied by a third party, as such, cook sent the device to that company and they provided their visual inspection and functional test reports. The visual inspection of the returned device confirmed that the 3-way stopcock was returned with no visual anomalies to be noted. The inflation device and the balloon mating component were not returned for investigation. Additionally, during the functional test of the device the male and female ports of the device were verified. All ports on the stopcock passed the standard for luer fitting. Once the two sections of the device were connected, they were then connected to a pressure indicator. The device was filled with distilled water and aspirated. The latch was engaged, and the plunger was rotated clockwise to pressurize the device. The pressure was increased in the device, the gauge needle responded accordingly, and the stopcock remained securely connected to the device and pressure indicator. Furthermore, on cook¿s own investigation, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. It should be noted there were five other reported complaints for this lot number. All five complaints share the same failure mode as this complaint. Based on the information provided, the examination of the returned product, the results of our investigation, and since the complaint cannot be confirmed with any assignable root-cause, ¿it is our belief that the stopcock is potentially not being properly connected by the end user¿. We will continue to monitor for similar complaints, and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the three-way stopcock of the sphere inflation device set separated during a brachial percutaneous transluminal angioplasty procedure. After gaining access from the left shunt, the physician attempted to connect the three-way stopcock to the inflation lumen of an advance 35 lp low profile balloon catheter, also manufactured by cook. However, the stopcock would not connect properly. Therefore, another manufacture's three-way stopcock was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.